Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8725-14hs was received for investigation. Visual inspection identified that the screw was solid instead of cannulated past the hex depth. Further investigation will be conducted under (B)(4).

Event description:
On 09/17/2021, it was reported by an arthrex employee via sems that an ar-8725-14hs 2.5 micro compression screw was solid when it should have been hollow. This was discovered during use in an unspecified procedure performed on (B)(6) 2021. The case was completed using a new product with no patient effect.